Event description:
Boston scientific received information that tis patient with an implantable cardioverter defibrillator (ICD) was admitted in the emergency room for shocks. It was reported that the patient had 5 episodes where in the device delivered anti-tachycardia pacing (atp) and 8 shocks and therapy was then exhausted. Boston scientific technical services (ts) reviewed the episode and discussed that the arrhythmia was detected in the ventricular tachycardia (vt)/ventricular fibrillation (vf) zone. Moreover, it was believed that the therapies delivered were inappropriate. Additional information indicated that the patient was not compliant with the medications and the episodes were determined to be related to the patient's non-compliance. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.